Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Customer consumed carbohydrates to address bg. Customer alleged settings needing adjustment led to low bg. Additionally, it was also reported that the pump time was incorrect; cause was unknown. Reportedly, customer adjusted the pump time to resolve the issue. Recommendation was made to discuss diabetes management with a health care professional.